Event description:
Pt was being infused with nivolumab (opdivo) utilizing the hospira sapphire pumps. This drug and this pump utilize hospira pump tubing with filter ref 12003-000-0027 hospira lot no. 16389-01. Drug started leaking around filter area of the tubing set. Drug stopped. Infusion terminated. No adverse event and no subsequent issues with this particular model of tubing but just wanted to report what appeared to be for us an isolated incident.